Event description:
It was reported that during a lap appendectomy procedure, the device cut but did not fire any staples. A new device was used to complete the procedure. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.